Event description:
The customer reported that a fire occurred. The oral cavity was flushed with water to put the fire out. The right oral cavity area was debrided and topical bacitracin ointment was applied to the lips.